Event description:
It was reported that the system with this right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for noisy signals over sensing that led to inappropriate anti-tachycardia pacing (atp). The over sensed noise was isolated on the rv pace sense electrogram only. Serial impedance tests, isometrics, and pocket manipulation were performed and were unable to provoke any lead noise. Recommended a chest x-ray as well to potentially visualize any lead issue. Noted that the impedance trend had been stable for the last year. The crt-d and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).